Manufacturer narrative:
This medwatch report # 2027111- 2024-00835 was a user facility report. Following applied medical¿s submission of the initial report regarding medwatch report # 2027111- 2024-00835, applied medical determined that this medwatch report is for the same event that was previously captured in medwatch report # 2027111- 2023-00614. Therefore, medwatch report # 2027111- 2024-00835 is a duplicate of medwatch report # 2027111- 2023-00614. The result of the complainant¿s experience investigation has been documented under medwatch report # 2027111- 2023-00614.

Event description:
Event description: complaint created based on medwatch received by email from FDA. Report number #(B)(4). A 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endo catch bag ref. Number: cd003, lot number: 1477225. Medwatch report identifies event date as sep2023, no exact date given. Intervention: 2 metal prongs and 2 pieces of plastic were recovered.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch (B)(4).

Event description:
Procedure performed: ni. Event description: complaint created based on medwatch received by email from FDA. Report number (B)(4). A 5mm endocatch bag was inserted through a laparoscopic port and upon release of the bag the mechanism failed and the mechanical parts of the bag fell into the patient abdomen. 2 metal prongs and 2 pieces of plastic were recovered. Endo catch bag ref. Number: cd003, lot number: 1477225. Medwatch report identifies event date as sep2023, no exact date given. Intervention: 2 metal prongs and 2 pieces of plastic were recovered. Patient status: ni.